Event description:
A customer reported to baxter (B)(6) of a cleaklink blood pump set in which the valve was not working since the medication was flowing back up the hand pump instead of to the patient during an infusion. There was no patient injury or medical intervention that was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was performed with no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.